Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the evita xl turned off during operation. While turning off the device alarmed only with a low volume. No injury reported.

Manufacturer narrative:
The affected device has been returned for investigation. It was subject to in-depth tests in the manufacturer's lab and was found working well according to specifications. The alarms were tested and worked as specified. The log file shows that due to a temporary mixer failure the device has performed warmstarts during the reported event. Whenever the device detects a significant deviation that cannot be removed by other means, a warm start is the specified behavior to overcome these error conditions. The device initiates a system reboot, posts an audible alarm and opens the airway system to allow spontaneous breathing. The warm start sequence lasts approximately 8 seconds and, the ventilation will be continued with previous settings if the warm start was successful. The root cause for the warm starts cannot be determined based on the information. However, a reasonable explanation would be that dust or pollution inside the dosage system have led to a sticking of the valve. The increased driving force that is required to move the tappet then leads to a higher current consumption which has temporarily overloaded the power supply. The pollution may then have already been washed out from the valve during the testing. It can be concluded that the device responded as designed to a deviation; alarms were posted to alert the user and reboots were triggered to remove the error condition. No patient consequences have been reported.

Event description:
It was reported that the evita xl turned off during operation. While turning off, the device alarmed only with a low tone volume. No injury reported.